Event description:
Transmission data integrity: false positive alert from latitude stating device reached rrt [recommended replacement time] (need for battery change). This was due to unintended behavior injected into device via software patch created for an active boston scientific advisory. Resulting in loss of remote monitoring capabilities until new software patch is deployed. Patient has accolade pacemaker. Manufacturer response for pacemaker, accolade (per site reporter).